Event description:
On (B)(6) 2015, the 32 mm amplatzer septal occluder (aso) was successfully implanted but embolized a few days later. On (B)(6) 2015, the patient underwent surgery for removal of the aso and closure of the defect. The procedure was uneventful and per report the patient is recovering without complications.

Manufacturer narrative:
(B)(4). The results of this investigation are inconclusive because the amplatzeseptal occluder was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.